Manufacturer narrative:
The customer contacted siemens to report that a discordant, falsely elevated calcium (ca_2c) test result was obtained for a patient sample on an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found that position b7 on the wash up/down (wud) mechanism was leaking. The cse replaced the concentrated drain electric valve #3 (cdev3) resolving the wud leak. The cse verified instrument performance by running quality control materials. The cause of the falsely elevated calcium result was the cdev3 valve. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
A discordant, falsely elevated calcium (ca_2c) test result was obtained for a patient sample on an advia chemistry xpt instrument. The initial result was reported to the physician(s).the same sample was repeated on an alternate advia chemistry xpt instrument giving a lower result. A corrected report was issued with the repeat result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium test result.